Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it can be assumed that damage to the ceramic tip of the sheath was caused by thermal and mechanical induced impact or stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.